Event description:
Information was received regarding a medfusion 4000 pump. It was reported that the device had a lot of errors in its error log, noisy operations, and rattles in its plungers assembly. It is unknown if there was no patient, or clinician injury associated with this event.

Manufacturer narrative:
Other text: device evaluation: one device was returned. The device was received with all labels still intact. Visual inspection, the top case corners were cracked, and the screw post was broken, the bottom case was also cracked by the l-bracket. As a result of checking the log, it confirmed primary audible alarm post. Unable to download ehl due to pharmguard error. Based on evidence and investigation, the complaint allegation was unable to be determined, customer damaged. As preventative measure, the worm coupling was greased. The worm coupling, worm gear, speaker, and top case were replaced. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken.

Manufacturer narrative:
Other text: additional information: a1, d10, h6, h10: information was received indicating that there was no patient involvement in this event.